Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The rt200 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire of an rt200 adult breathing circuit became electrically open circuit during the first day of pt use. No pt consequence was reported.